Event description:
Trans-jugular intrahepatic portosystemic shunt (tips) procedure was performed, and patient tolerated procedure without difficulty. The patient was admitted for overnight observation as had originally been planned. Upon completion of the procedure a post procedure radiograph was performed. Review of the radiograph revealed a radiopaque foreign body projecting over the liver. Subsequent kidney, ureter, and bladder, and CT was obtained, revealing a foreign body in one of the peripheral veins of the liver. Retrospective review of all the imaging in the case revealed the linear opacity was noted to appear after portal venous access was obtained. Access was obtained and a 0.035-inch glidewire was used to navigate into the portal vein while using a ring tips set. As a result, this is likely to reflect the sheared hydrophilic coating of a glidewire as it probably sheared along the cannula. After reviewing the CT, the patient was told that given the location it is not likely to cause harm. In addition, attempting retrieval of such a device at this time or in the future would likely carry more risk than benefit. Manufacturer response for glidewire, glidewire 260cm 0.035in hydrophilic flex tip (per site reporter). None to date.